Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop asthma, unexplained cough, eye irritation, dizziness. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the investigation, the manufacturer confirmed they were unable to directly replicate the symptoms described in the complaint. However, they did find evidence of degradation or breakdown of the sound abatement foam in the base unit. Sections b5 and h6 (health effect - clinical code) were initially captured incorrectly. The information has been reviewed, updated, and corrected in this report. In this report, section d9, g3, h3, h6 has been updated.